Event description:
A zoll distributor returned monitor sn (B)(4) and reported that the monitor failed incoming functionality testing.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation the monitor reset during pulse testing. The cause for the failure was isolated to a defective t3 transformer on the defibrillator pca and a defective q2 mosfet on the monitor c/a board. The q2 mosfet had a low resistance and was not switching properly. The t3 transformer was intermittent during pulse testing. The root cause for the defective q2 mosfet and t3 transformer could not be positively identified. No adverse event resulted from the defective monitor.